Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician (medical esthetic) to our local affiliate (B)(4). This case involves a (B)(6) female who received poly-l-lactic acid (sculptra), batch 1a6014, starting on an unk date, dosages, indication were not specified. Relevant medical history and concomitant medications were not reported. The pt was treated with poly-l-lactic acid in the lower-middle-third of the face. After three sessions, on an unk date, 4 nodules (2 in right cheek, 1 in left cheek and 1 in left marionette line) have been detected by the physician. The fourth session was scheduled for (B)(6) 2008, but according to the medical advisor of the company, this session has been postponed. Treatment dates are as follows: (B)(6) 2007: dilution volume/amount injected: not reported. Batch 1a6014. Treatment dates are as follows: (B)(6) 2007: dilution volume/amount injected: not reported. Batch 1a6014. Treatment dates are as follows: (B)(6) 2007: dilution volume/amount injected: not reported. Batch 1a6014. Region of administration: lower-middle third of face. Event outcome is ongoing. Rptr's causality: not specified. (B)(4). Additional follow-up info received on (B)(6) 2008 via sales force: the pt is a (B)(6) female pt (and not (B)(6) as previously reported). The pt is not pregnant, with previous medical history of conizarion on 2004 and breast cancer on 2001. It is confirmed that the pt did not receive concomitant drugs. On unk dates, the pt presented 5 nodules of 3 mm diameter approx each; 1 in right cheek, 1 in left cheek and 3 in left marionette line (and not 4 nodules as previously reported. The fourth scheduled session has been postponed (considered by the rptr as temporal withdrawn). A corrective treatment is being started, but is not specified and the pt is not yet recovered. New details of treatment have been described: details of treatment session/date: (B)(6) 2007. Dilution volume; 5ml, amount injected: 5 ml. Batch number: 1a6014. Regions injected: 2, 3, 4, 5. Details of treatment session/date: (B)(6) 2007. Dilution volume: 5 ml. Amount injected: 5 ml. Batch number: 1a6014. Regions injected: 3, 4, 5. Details of treatment session/date: (B)(6) 2007. Dilution volume: 5 ml. Amount injected: 5 ml. Batch number: 1a6014. Regions injected: 3, 4, 5. Region #1: frown lines (above eyebrows), glabellar lines. Region #2: eye cavity and eye rings, temple. Region #3: hollow cheeks, jugal wrinkles. Region #4: nasogenian furrows nasolabial folds. Region #5: upper and lower lip, lines around mouth, chin. Region #6: neck, neckline. Region 0: other area, please note, area of injection on appropriate line under region(s) injected. It was reported that the pt has had any similar events after poly-l-lactic acid (treatment (nos). No other laboratory tests performed. The rptr assesses the case as non-serious and highly probable to the administration of poly-l-lactic acid.